Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The returned pc-board was installed in a reference system for simulated use testing. Test ventilation confirmed the reported issue. Electrical measurements on the pc-board revealed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. The device logs confirm the reported issue, pre-use check failed on (B)(6) 2017, date of event is updated accordingly. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. It will also be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
(B)(4).